Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia and unexpected power loss. Customer's blood glucose value was 50 mg/dl at the time of incident and the current blood glucose level was 188 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose and food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose level. Customer stated the insulin pump was alleging over delivery. Customer stated that they did not receive any weak battery alert after inserting new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. No unexpected battery out limit alarm anomalies noted. Insulin pump passed the delivery accuracy test at 0.0874 inches.